Manufacturer narrative:
It was reported that cs300 intra aortic balloon pump (iabp) had electrical test fails #119 and electrical test fails #52. There was no patient involvement reported. The iabp was taken out of clinical use and decommissioned. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during preventative maintenance (pm) by the hospital biomed, the cs300 intra-aortic balloon pump (iabp) had error codes 52 and 119, failure to power-up, and was making a loud noise. There was no patient involvement, and no adverse event reported.